Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that, the site's dell handheld computer screen became frozen after interrogation. The event was resolved with a soft reset.